Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The alarm unit powers up when using new batteries. The nurse call light turns off intermittently when the nurse call cable is wiggled. The light cannot be seen but when hold/suspend button is pressed, the alarm stops sounding as it should. Passes all other functional tests. The physical condition of the alarm shows the led lens is out of place. The warning label is cut down the middle. There is corrosion on the flat contacts due to battery leakage. The aqualert water indicator label shows moisture exposure. Loose parts are heard inside. Note: instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. The alarm may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm from service and replace it with a properly functioning alarm. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Manufacturer references file #2012-05614.

Event description:
The customer reported that the unit will not power on. They have replaced the batteries with new ones. No physical damage reported by customer. There was no patient incident or injury reported. The customer did not specify when this was discovered.